Event description:
It was reported that the xenon light source had b30 scope communication error. The issue occurred before sedation of a colonoscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. The customer reported a b30 scope communication error. The customer was advised to clearing the error using the escape key, esc, avoid hot swapping scopes, and checking for foreign material on the scope connector contacts. The customer was instructed to clean the contacts and verify communication cable connections. The scope in use was functioning properly. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation.